Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient performed a meter to lab comparison simultaneously and the results are as follows. Laboratory - 250 mg/dl . Meter - 90 mg/dl . Lot not provided, customer consumed all the test strips and threw away the test strips vial. No adverse event alleged.